Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler would not properly heat the pt. The temperature gauge read 40 degrees on the heater cooler while the other monitoring devices registered 36 degrees. The user had to use other devices to properly warm the pt. As a result, the procedure was severely prolonged. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.